Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - there was abnormality of the endoscope. - there was a temporary contact failure because foreign material temporarily attached on the electrical contact of the video connector socket of the subject device.

Manufacturer narrative:
Local field service engineer checked the subject device at a later date and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during upper gastrointestinal endoscopy with the subject device and gif-xp170n, the image of the subject device disappeared when the cup of biopsy forceps was opened. The user cancelled the procedure since the image did not come to normal. The patient has to undergo an endoscopy again at another facility. After this event, the user has not used the subject device. There was no report of patient injury associated with the event.